Manufacturer narrative:
Investigation was conducted on site with pride engineer, insurance investigator and fire investigator and it was determined that the chair was not the cause of the fire.

Event description:
It was reported the customers powerchair allegedly was on fire in his driveway. No injury reported.